Event description:
The reporting person stated the cuff was punctured. The covidien sales representative stated that the leakage was evident after few days of use but the physician decided to continue use of the product. The product was constantly filled and finally replacement of the tube was required.